Event description:
It was reported that a patient under went a right parotid gland total extirpative surgery in 2009. After the procedure, the reservoir inflated with air readily after the first activation. It was found there was a tear on the drain located ten centimeters from the black marking on the drain. The tear was covered with adhesive tape and the drain was kept in use on the patient for two days. After two days of use, the drain was removed from the patient. There was no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/17/2009. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot 48602isp, mfg date 09/26/2008, exp date 11/30/2013. Lot 47302isp, mfg date 01/17/2008, exp date 02/28/2013. In addition, a review of the batch manufacturing records for the possible lot numbers was conducted and the batches met all finished goods release criteria.